Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported via company representative rupture of the left prosthesis, a crack is observed in the denture envelope. As per diagnosis retraction of the nipples during the removal of mammary nodules, turbinate hypertrophy, inguinal cyst and scalp cyst. As per ultrasound, prostheses had some small radial folds in the inner quadrants. The device was explanted and replaced with abbvie device.